Event description:
Product analysis of the lead was performed. Product analysis summary: an analysis of the lead portions returned was able to identify a lead break on the end of quadflar coll a. Electron microscopy analysis of the quadflar coil could not determine some period of time after the break occurred. The remaining conditions of the lead portions returned are consistent with conditions that typcially exist following an explant procedure. The connection between the setscrew and lead pin showed eveidence that at one point proper mechanical and electrical connection was present. The results of this investigation suggest that the lead break was the most likely cause for the reported complaint of high impedance. The cause of th elad break is unknown. The cause of the reported high impedance was likely due to the lead break. Possible lead break causes include: 1. Mechanical failure 2. Implant technique (use of suture; no strain relief) 3. "Twiddler" (twisting of the lead) 4. Violent seizure or 5. Physical injury/accident.

Event description:
The pt's device diagnostic testing at office visit resulted in high lead impedance (dc dc code 7 and limit), indicating possible device malfunction. The elective replacement indicator was no, indicating that the generator had not reached end of life. The high impedance was first noted six months prior but no action was taken at that time because the pt was doing fine. The pt reportedly started to have an increase in seizures four months later. The increase was not above pre-vns seizure baseline. X-rays were reportedly taken and sent to the manufacturer for review. No apparent discontinuity of the ncp system was identified. The pt underwent entire ncp system replacement. The pt reportedly tolerated the procedure well. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely effect device performance.

Event description:
Further follow-up revealed that the pt is doing well since ncp system replacement. The concomitant device (pulse generator) was also returned and analyzed. The pulse generator met electrical test specifications. There were no visual anomalies identified or observed.